Manufacturer narrative:
Siemens healthcare diagnostics filed MDR initial report on (B)(4). Additional information - 2021-09-21 siemens healthcare diagnostics investigated the customer observation of false reactive patient sample results using advia centaur xpt sars-cov-2 igg antibodies (scovg), reagent lot 007. The initial neat sample resulted > 150 index with an auto dilution x5 to obtain a value of 97.8 index, lower than the neat result. The sample was tested on two alternate test methods and results were non-reactive. Sample type was serum. The patient was said to never have had a covid infection and they are unvaccinated. Pcr testing was not performed. There is not an expectation for the siemens scov2g assay to correlate with all serology methods. It can be expected to observe discordant results between methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem was identified related to the discordant result between advia centaur xpt sars-cov-2 igg (scovg) and the alternate testing platforms. Additional information - 2021-10-12 siemens healthcare diagnostics investigation for non-linear scovg dilution recovery is complete. Siemens confirmed the potential for dilution under-recovery in some samples on the atellica im and advia centaur sars-cov-2 igg (scovg) assay. This issue is not observed with all samples; most patient samples with dilutional non-linearity or under-recovery are post vaccination or vaccination status unknown, with a limited number of complaints citing no vaccination. Although the potential for scovg dilution under-recovery has been confirmed in some vaccinated samples, the assay was designed prior to the covid-19 vaccine and without samples from vaccinated patients, rather with a limited number of samples from of natural infection patients. In addition, it has been observed that samples from vaccinated patients tend to produce a much larger antibody response as compared to samples from natural infection patients and usually result above the assay measuring interval. It is also scientifically understood that the potential exists that some patient samples may demonstrate dilutional non-linearity with an antibody test due to antibody heterogeneity. Further, result interpretation (positive vs. Negative) was unchanged in all cases and a majority of samples demonstrated dilution recovery consistent with specifications and instructions for use (IFU) claims. Data indicate the scovg assay continues to perform as designed. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
The limitations section of the instructions for use (IFU) states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1 or mers-cov, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. At this time, the presence of an immune response cannot be interpreted as confirmation of immunity. Thus, continued precautions to avoid infection will occur with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2021-00436 was filed for the atellica im result.

Event description:
A customer obtained a discordant (reactive) atellica im sars-cov-2 igg antibodies (scovg) result for a patient sample. The initial result was not reported to physician. The sample was repeated (neat and auto dilution x5) on an advia centaur system, and the results were reactive. The diluted result was reported to the physician. It is not known if the physician questioned the result. The sample was tested using two alternate test methods and both results were non-reactive and are in accordance with patient history. A corrected report was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg result.